Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the fractured universal hex driver reported was likely the result of applying torque greater than the yield strength of the material, possibly secondary to contributions from either hard bone or insufficient drilling depth during bone preparation, that resulted in the shearing off of the driver hex tip. The most probable root cause associated with the reported event of "broken / non-functional" is associated with a partial or full-thickness crack in the device materials.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the tip of 6.5 hex drive broke off at the end of the screwdriver head. The surgical site was checked, and no instrumentation was left in the surgical field, it was confirmed clean by surgeons. This event caused no delay and the procedure proceeded with no issues. Patient is currently in stable condition.